Event description:
The surgeon used an hcs tray to perform a bunionectomy on a female pt. The surgeon put in two screws and all went well, then was doing a hammer toe on the same pt and the union came apart, so the surgeon removed the screws and put in screws from another set to complete the hammer toe procedure.

Manufacturer narrative:
The device was not returned to manufacture and is not anticipated.